Event description:
An impella cp device was inserted via the left femoral artery in a 79-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage c. The device was placed during intra-procedural hemodynamic instability, including cardiac arrest, as a bailout measure to provide hemodynamic support during left anterior descending (lad) percutaneous coronary intervention (pci). At the conclusion of the procedure, access-site evaluation revealed a low arterial puncture at the bifurcation of the superficial femoral artery (sfa) and profunda femoris artery, with the impella cp peel-away sheath positioned at this location. There were no signs of limb ischemia at that time; however, due to the increased risk associated with the access location, a decision was made to initiate weaning of the impella cp. Following initial weaning, the clinical team elected to continue impella cp support to allow for additional hemodynamic recovery, given the preceding cardiac arrest and the complexity of multivessel pci. The peel-away sheath was subsequently exchanged for a repositioning sheath. Following this exchange, the patient developed a hematoma and bleeding at the access site. The patient received two units of blood. Due to the progression of access-site bleeding, dr. Makani elected to explant the impella cp device. After explanation, a 14-french medtronic sheath was inserted, and hemostasis was initially achieved. The 14-french sheath was then exchanged for two 8-french sheaths, and perclose closure was attempted but failed to achieve hemostasis. A 14-french medtronic sheath was reinserted, after which hemostasis was successfully achieved. The patient's outcome was survival at explant. The reported access-site bleeding and hematoma are consistent with known complications of large-bore femoral arterial access and anticoagulation associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3. Corrected: d4 (catalog & serial). Patient-device interaction/major bleed : the cause of the patient-device interaction was not determined due to insufficient clinical details.